Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insert battery alert and the insulin pump did not accept any brand new batteries. The customer received a low battery alert prior to the replace battery now alarm, which occurred in less than 8 hours. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including advising the customer to restart the pump, clear alarms (pump error 23, power loss, active insulin cleared), update the insulin pump's time and date, and complete the reservoir and tubing process. The bolus wizard did not recommend a correction bolus before the pump restart. The customer was instructed to monitor the pump and blood glucose levels and to call back if further issues occurred. No harm requiring medical intervention was reported. No product return was required for mmt-1884.